Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that shortly after ins pocket revision couldn't find a setting that was comfortable and provided symptom control even with reprogramming with the managing physician. Patient said that the managing physician said that she has done all that they can and removed the implant on (B)(6) 2018.